Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for low blood glucose levels. The customer passed out while driving and woke up in the hospital. The customer mentioned that they had a bent canula from their insulin pump and low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.